Manufacturer narrative:
The customer indicated that the product had been disposed of. Severances of catheters are usually due to the tubing being cut during the insertion of the catheter caused by reinsertion / redirection of the introducer needle or premature advancement of the catheter tubing. Instructions for use cautions against the practice of reinsertion / redirection of IV needles and to ensure that the catheter and needle are advanced together. Without the product, the actual root cause of the severance could not be determined. Without benefit of the lot number, review of the device history record and retain samples could not be performed. Medex was unable to confirm this issue however can determine a possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.